Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the patient side occlusion test failure was reported as an issue, but the probable cause wasn't identified during the customer call. The tech support recommended to replace bezel assembly.

Event description:
It was reported that the device had failed patient side occlusion test. There was no patient involvement.